Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and mass excision. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), intermenstrual bleeding ("metrorrhagia"), asthenia ("asthenia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), urticaria ("urticaria"), balance disorder ("loss of balance"), tinnitus ("tinnitus") and myalgia ("very intense muscle pain") and was found to have seborrhoeic keratosis ("multiple appearances of seborrhoeic keratoses"). On an unknown date, the patient experienced fatigue ("increasing fatigue") and allergy to metals ("possibility of a metal allergy"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, intermenstrual bleeding, fatigue, asthenia, migraine, dysmenorrhoea, urticaria, balance disorder, tinnitus, myalgia, seborrhoeic keratosis and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, balance disorder, dysmenorrhoea, fatigue, heavy menstrual bleeding, intermenstrual bleeding, migraine, myalgia, seborrhoeic keratosis, tinnitus and urticaria with essure. The reporter commented: she had a consultation of (B)(6) 2020 and she inform she desire to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 and mass excision. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), intermenstrual bleeding ("metrorrhagia"), asthenia ("asthenia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), urticaria ("urticaria"), balance disorder ("loss of balance"), tinnitus ("tinnitus") and myalgia ("very intense muscle pain") and was found to have seborrhoeic keratosis ("multiple appearances of seborrhoeic keratoses"). On an unknown date, the patient experienced fatigue ("increasing fatigue") and allergy to metals ("possibility of a metal allergy"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, intermenstrual bleeding, fatigue, asthenia, migraine, dysmenorrhoea, urticaria, balance disorder, tinnitus, myalgia, seborrhoeic keratosis and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, balance disorder, dysmenorrhoea, fatigue, heavy menstrual bleeding, intermenstrual bleeding, migraine, myalgia, seborrhoeic keratosis, tinnitus and urticaria with essure. The reporter commented: she had a consultation of (B)(6) 2020 and she inform she desire to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.